Manufacturer narrative:
It was reported that allegedly the tilt actuator would not function. There was no injury or adverse event reported. The technician had removed the table from the facility to evaluate, diagnose and repair. Results from troubleshooting determined that the tilt actuator was non-functional. Actuator was replaced and the alleged non-functional actuator was returned for evaluation. There were no errors found during evaluation/testing and we were unable to replicate the complaint. The table was returned to full use.

Event description:
It was reported by the technician that allegedly the tilt actuator was stuck in a 45 degree angle and would not straighten out. There was no patient involvement, no injury, and no adverse even reported. The technician had removed the table from the facility in order to troubleshoot, diagnose and repair the table.